Event description:
Reportedly, a temporary drop of the battery voltage (below the rrt) occurred after around 3 years of implantation. Preliminary analysis revealed that during the follow-up performed on (B)(6) 2016, warning messages were displayed indicating that a device reset occurred on (B)(6) 2015. The device reset was related to a temporary abrupt decrease of the device internal power supply which root cause could not be identified. A hardware issue was suspected. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention) on 25 february 2016.

Manufacturer narrative:
It was reported that the subject device was not explanted yet because the patient refused the re-intervention for replacing the ICD.

Event description:
Reportedly, a temporary drop of the battery voltage (below the rrt) occurred after around 3 years of implantation. Preliminary analysis revealed that during the follow-up performed on (B)(6) 2016, warning messages were displayed indicating that a device reset occurred on (B)(6) 2015. The device reset was related to a temporary abrupt decrease of the device internal power supply which root cause could not be identified. A hardware issue was suspected. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention) on (B)(6) 2016.

Event description:
Reportedly, a temporary drop of the battery voltage (below the rrt) occurred after around 3 years of implantation. Preliminary analysis revealed that during the follow-up performed on (B)(6) 2016, warning messages were displayed indicating that a device reset occurred on (B)(6) 2015. The device reset was related to a temporary abrupt decrease of the device internal power supply which root cause could not be identified. A hardware issue was suspected. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention) on (B)(6) 2016.